Manufacturer narrative:
Evaluation of monitor has been completed. The reported problem (won¿t power up) was isolated to contamination on ca board component j502 causing a short to the ground wire leaving the f600 component reading open. The root cause for the contamination was ingress of an unknown liquid. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power on.